Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1043348, medical device expiration date: 2023-02-28, device manufacture date: 2021-02-12. Medical device lot #: 1020642, medical device expiration date: 2023-01-31, device manufacture date: 2021-01-20. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. The photos show an uneven spray pattern of the additive, hence the abnormal appearance. Note that the additive amount is accurate, only the spray pattern is abnormal. Bd determined that the root cause of the additive abnormality in the tubes was attributed to a misalignment of the tube trays from the additive spray coater nozzles. An action has been implemented to add a locating fixture to assist the conveyor flight bars in more accurate positioning of the tube trays for the spray coating application. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: it was reported that customer was seeing condensation in the tubes. Customer is seeing drops of water inside the tube but says the caps are sealed."